Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins had migrated. The patient had been feeling some discomfort from the ins migration above the incision line. The ins was interfering with the belt/waistline/pants so it was explanted and replaced on (B)(6) 2021. The issue was resolved without sequelae.